Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer experienced a high blood glucose level exceeding the specified threshold. To address the bg level, the customer administered a correction bolus via the pump. Reportedly, the customer changed the cartridge and resumed insulin to resolve the issue.